Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was examined and the pump display screen protective film was observed to be scratched and damaged. During testing the pump display screen was observed to be faded and discolored. The pump contrast setting was set to maximum without resolving the issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was scratched which affected the screen visibility. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.